Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and approximately two days after start of the support, there was an unexpected shut down of the automated impella controller (aic). The loading screen displayed and then the aic automatically restarted. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. The console logs from the reported day of the event are consistent with the complaint, showing an unexpected shutdown, followed by "unexpected shutdown" alarms after the boot-up. There were no warning signs or precursors prior to the unexpected shutdown, and no software processes showed signs of failure. The pump operation was interrupted and restarted after 30 sec of reboot. The console was tested, but the issue could not be reproduced during testing with the pump. No unexpected shutdowns or performance issues were observed. A thorough visual inspection of the internal components was conducted, but no physical problems were found. There was no interruption in the supply to the 4-in-1 (epc). However, the aic unexpected shutdown can most likely caused due to a undetermined malfunction of the 4-in-1 assembly and/or power battery manager (pbm) assembly. The root cause of the unexpected shutdown was not determined due to the inability to reproduce. However it can most likely caused due to a undetermined malfunction of the 4-in-1 assembly and/or pbm assembly. There is no evidence of a design or manufacturing defect associated with the failure modes above. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26484. D.4 revised serial number, lot number and unique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26484. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26484.